Manufacturer narrative:
Bec cts (customer technical support) directed the customer to power down and empty the bottle. The customer reinstalled the overflow bottle and primed the cta. The customer observed that the latch bar on the peripump assembly was not tightened down. Cts directed the customer to move it in place and tighten it down. Cts directed the customer to prime the instrument 3 times and told customer to observe the overflow bottle throughout the day and call back if it started to fill up again. Cts called customer to check on the status of the instrument. Customer verified the overflow bottle had no fluid in it and lifted the cover to observe for leaks below the wash cup. No leaks were noted. Issue was resolved through troubleshooting with cts. Customer has not called back for assistance with this issue. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) regarding a leak under the closed tube aliquotter (cta) of unicel dxc 600i synchron access clinical system. The customer opened the door and observed the overflow bottle was full. No injury was reported and no erroneous results were generated.